Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump during bolus. The customer reported that the numbers on the display of the insulin pump kept ramping up by itself. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
No button error alarm was noted. The down arrow button was unresponsive due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked display window, a cracked case at the display window corners, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.